Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient reported they had been having some leakage in the last couple months. The patient stated that the day prior to the call had been the 1st time they had used the programmer since (B)(6) 2019, and that as soon as they put the programmer on the implant the patient¿s buttocks started ¿trembling,¿ and the patient felt ¿current.¿ the patient decreased the stimulation and they were still able to feel ¿current,¿ but after having a bowel movement the patient had to constantly keep wiping.  The patient confirmed pushing the stimulation on button on the day prior to the call after placing the antenna on the implant, and patient services reviewed the possibility that the implant had been off, and the patient then turned the implant on, which caused the uncomfortable sensation. The patient stated that they knew the implant had been on because the patient had been getting symptom control up until a couple months ago. The patient was redirected to follow up with their health care professional (hcp) to have the device checked. Additional information was received from the patient. They were asked to clarify the statement that their buttocks trembled as soon as they put the programmer on the implant and they were feeling the current. They said they were leaking stool, and needed to turn it up. They had it on a very strong current and at the time of the report it didn't seem to be working. They reported that the reported issues had not been resolved, and removal/replacement had not yet been planned. They were going to see their healthcare provider on (B)(6) 2020. It was noted a rep would be there. It was also noted their device was still in use.